Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 15:05:53. During night drain cycle one, the patient's ultrafiltration reading was 441ml, indicating the home patient drained 441ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Upon conclusion of the investigation, the cause of this issue was determined to be a false empty detect during the initial drain after initial drain alarm volume was met and a false empty detect during the previous therapy's last drain after the minimum drain volume was met. Should additional relevant information become available, a supplemental report will be submitted.